Event description:
It was reported that 10 bd luer-lok¿ control syringes' sterile packaging units were improperly sealed with black tape. The following information was provided by the initial reporter: "were not sealed correctly, and had black tape on the packaging. The black tape covers the lot #."

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.